Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse contacted baxter's global technical service center to report a low drain volume alarm on the homechoice during drain 2 of 4. The technical service representative (tsr) asked the nurse (rn) to close and open the transfer set. The rn disconnected the home patient (hp) from the patient line and there was air in the line. The tsr assisted the rn in ending therapy. Product surveillance contacted the caregiver on (B)(6) 2010 regarding the alarm. The caregiver stated that the nurse took care of the situation and she believes the sample was discarded. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.